Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the sheath is peeling off at end. No negative impact in state of health reported.

Manufacturer narrative:
Correction made in section h6: ((B)(4)) ((B)(4)) and updated conclusion summary: the evaluation of this complaint indicated that this was not caused by a design/manufacturing defect, but is a maintenance and care issue caused by use/handling of the endoscope. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).